Manufacturer narrative:
Returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the pump started beeping on power up. The downstream sensor will be replaced as this was the cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump produced a double beep/no cassette attached alarm. This product problem was observed during testing.